Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterctomy. It was reported by the rep that the tr45w reload would not fire during the procedure. The case was completed by using another instrument. There was no consequence to the patient.